Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire transvenous pacing system was explanted. Blood cultures revealed presence of (B)(6). No further patient complications have been re ported as a result of this event.